Event description:
Consumer called to report concerns with high readings from her plink meter. Analysis run on clark error grid using mean average reading (296) as reference point vs. Bd readings (457, 134) yielded some data points in the c/d range of the grid, outside acceptable limits.